Event description:
The patient experienced a burning sensation at the lead-extension connection location. The sensation occurred when the device was off. Impedances were within normal limits. The hcp planned to explant the device system. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.